Event description:
It was reported that the customer experienced cartridge alarm 20 on two occasions. There was no adverse impact to the customer's blood glucose level. The customer initially changed the cartridge to resolve the issue, but after another occurrence, technical support decided to replace the pump. The customer was advised to return the problematic pump to tandem and will use multiple daily injections (mdi) as a backup therapy. The replacement pump will have updated software, and the customer was informed about programming their settings and connecting their continuous glucose monitor (cgm) to the new device.